Event description:
It was reported that the valve was explanted because the delta chamber appeared to be broken, after the pt was hit on the head by a soccer ball.

Manufacturer narrative:
The device has not been returned to the MFR.